Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had an erythema, a granuloma and clear secretions at peri-stomal area. A peri-stomal swab was done with no results available. An unknown oral antibiotic therapy was started.

Event description:
It was reported on (B)(6) 2019 that the peg has been removed due to the infection at the stoma. The therapy will be administered orally for two months. A new device placement will be evaluated in the future.

Manufacturer narrative:
Reference record: (B)(4).